Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the ems instrument staples were distorted. No further info was available on this case.